Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that the alarm did not occur during manual prime. Customer stated that the event was resolved by changing infusion set. The insulin pump will not be returned for analysis.